Event description:
During the thawing of the bags at 37 degree celsius customer recognized that cryocyte bags were leaking. The bags split along the seam. Four bags were affected. The units were stored in liquid nitrogen for 15 days; 150ml of stem cells were being stored. No freezing press was used to remove air. The customer has refused to give any additional data surrounding the pt.

Manufacturer narrative:
Baxter medical director assessment: this is a cryocyte bag leakage that occurred during/after thawing. There is no information of any pt adverse outcomes at this time. The customer site has refused to provide any additional pt information. As we do not know if the pt was infused with product we are unable to assess the risk of a break in sterility and a resulting infection due to the product being exposed to the outside atmosphere. As in all cases of cryocyte bag breakages during/after thawing there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the pt at greater risk, with a possibility of infection. As such, this breakage could potentially cause or contribute to an event. As the customer site has refused to provide any additional information there is no further investigation necessary. Cryocyte bag breakage is currently being addressed through CAPA.